Event description:
It was reported that on (B)(6) 2021 the patient had a pump exchange due to driveline damage. The previous driveline damage was reported under MFR# 2916596-2019-04359. There was no treatment of the suspected driveline damage however, rescue tape was applied to the driveline and the patient was put on an ungrounded cable. The patient continued to have low speed advisories before a pump stop occurred on (B)(6) 2021. No driveline repair was scheduled and the low speed advisories continued and it appeared that the driveline was bent 90 degrees before the patient had the pump exchange.

Event description:
The engineer marked areas of concern using x-ray imaging during the analysis. There was no mention of rescue tape repair. Based on the log file, it was suggested to proceed with external driveline repair due to the previous pump stops. However, due to covid situation, the patient underwent pump exchange on (B)(6) 2021 and sent the device back for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed a pump stop and low speed event. Evaluation of the returned product confirmed damage to the insulation of all wires. Evaluation of the submitted log files confirmed low flow events. The account attributed the low flows to negative fluid balance; however, a direct correlation between (B)(6) and the reported negative fluid balance could not be confirmed. Furthermore, evaluation of the returned product could not confirm the report of driveline jacket damage. The submitted log files contained data from (B)(6) 2021 to (B)(6) 2021. Transient low flow events were noted throughout. A low speed event and pump stop event were noted on (B)(6) 2021 while supported by external battery power. Other than the events on (B)(6) 2021, the system operated as intended above the low speed limit. Based on previous complaint experience, the pump stop and hazard alarms captured in the submitted log file appear consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 11¿ from the pump housing. A distal portion of the driveline measuring approximately 26¿ with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar were not returned. The outlet elbow was returned attached to the outlet port. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. The outer jacket, which was missing the internal velour section, was unremarkable. Electrical continuity testing of the driveline found all wires in all sections to be electrically intact. Upon disassembly of the driveline, the metal braided shield showed minor breakdown from approximately 2¿ to 19¿ from the controller connector on the distal segment, and more severe breakdown on the proximal segment from approximately 6¿ to 9.5¿ from the pump housing, both consistent with duration of use. Microscopic inspection and hipot testing of the underlying wires revealed multiple breaches in all wires between 6¿ and 9.5¿ from the pump header, as well as a breach in the red wire at the nipple housing of the controller connector. Although a specific cause for the observed wire damage could not conclusively be determined, it appeared to be the result of fatigue failure due to repetitive movement or abrasion against the metal braided shield. The pump stop and low speed event observed in the submitted log file could have occurred from a phase-to-phase short if the exposed conductors of wires from two different phases made direct contact with each other or simultaneous contact with the braided metal shield on either a grounded power source (power module with grounded patient cable or mobile power unit) or on an ungrounded power source (external batteries or a power module with an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 entitled "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia as a potential adverse event and late postimplant complication. It also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, addresses assessing pump flow, and cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. This section additionally addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing this event.